Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient noticed, starting tuesday, their bowels were not working well at all. It felt as though the wire had moved and was misfiring. They were getting shocked and the battery had sunk down because they lost so much weight. It was pressing against a nerve. The firing was not hitting their anus but now it was going into their hip. They could feel the wire right under their skin. It was not deep in anymore, but it used to be. It was more surface, it was almost ready to pop out. They did not have a butt anymore. They have always said they had a butt but not since losing weight. The patient said they contacted their doctor for their device but the doctor and their nurse were on vacation. The patient requested to be in contact with a manufacturer rep. Reviewed the option to turn therapy down or off or change the program to see if the issue resolved and to continue working with their doctor. Offered to assist however when the patient tried to power up the communicator it was not charged so they plugged it in. Offered and sent email to the reps in the area. Redirected to their doctor.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2remc); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.